Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-01335 and 1627487-2013-01336. It was reported, the patient is experiencing a heating sensation at her ipg site while charging. She also reported, she has burning and stinging at lead site and ipg sites. A new le charger was sent to the patient and reprogramming was done to address the issue. Follow up info identified the new charger resolved the heating while charging issue, but reprogramming did not resolve the burning and stinging issue. X-rays have been ordered and the patient is pending consultation with a surgeon. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.